Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to initial device inspection results: the device was returned for evaluation. During testing, the reported issue (power off) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. From the service manual, it was confirmed that the following were the possible causes when the power of the main body was not turned on. "1.ac power cord is not connected properly" "2.the breaker or the main power is not turned on." "3.power is not turned on" "4.dc cord is not correctly connected" 5.defective ac adapter" "6.dc cord between g1 board and dc connector. The cord is disconnected." "7.the cable to the power switch inside the main unit is disconnected." "8.no 24v output from g1 board" "9.the cabling between g1 board and g2 board is disconnected" "10.no 24v output from g2 board" "11.the cabling between g2 board and qb board is disconnected" "12.poor qb board" "13.defective lcd panel" olympus will continue to monitor field performance for this device.

Event description:
The olympus medical representative reported on behalf of the customer that the high definition lcd monitor powered off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (power off) was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.